Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards reviewed the article 'early concerning outcomes for the edwards inspiris resilia bioprosthesis in the pulmonary position' in the annals of thoracic surgery. Three patients with 11500a valves in pulmonary position developed severe regurgitation and underwent valve-in-valve procedure with sapien 3; one patient underwent the procedure after an implant duration of 9 months and two patients underwent the procedures after 2 years and 5 months, all due to severe central regurgitation and motion restriction.

Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received . A definitive root cause cannot be conclusively determined; however, patient factors and implant position likely caused or contributed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "early concerning outcomes for the edwards inspiris resilia bioprosthesis in the pulmonary position" in the annals of thoracic surgery. It was learned from the article: there were a total of 27 patients underwent valve replacement with an inspiris resilia bioprosthesis, in the pulmonary position. 5 of these patients who underwent pvr had prior transcatheter interventions and 5 of the patients has previous pulmonary conduits placed. Preoperatively, there was free pulmonary regurgitation (pr) in 22 patients and 5 patients had severe rvot obstruction secondary to calcified pulmonary conduits. Standard surgical technique for pvr was used in 22 patients, in the remaining 5 patients the 11500a aortic valve was implanted in pulmonary position with a conduit. All patients were discharged on antiplatelet therapy, warfarin addition was possible in 5 adult patients. Three (3) patients with 11500a valves in pulmonary position developed severe regurgitation and underwent valve-in-valve procedure with sapien 3; one patient underwent the procedure after an implant duration of 9 months and two patients underwent the procedures after 2 years and 5 months, all due to severe central regurgitation and motion restriction. Internal md image review: the submitted 2-d echo images and cine angiographic images, in the article, are presumed to be from one single patient and show thickening and immobility of 1 of 2 visualized bioprosthesis leaflets (probably the leaflet in the left pulmonary leaflet location) with normal appearance and mobility of the other visualized leaflet. Cine-angiographic images suggest that the bioprosthesis stent post in the location of the left-right pulmonary valve commissural post appears to be in contact with the wall of the main pulmonary artery. It is not known whether distortion of the bioprosthesis stent due to contact with the pulmonary artery wall could have contributed to leaflet degeneration with subsequent pr. Both echocardiography and cine-angiography are 2-dimensional imaging techniques resulting in limitations in the assessment of 3-dimensional anatomy. Computed tomography (CT) potentially performed prior to the transcatheter valve-in-valve procedure could be helpful in confirming the location of the bioprosthesis stent posts relative to the pulmonary artery wall.

Manufacturer narrative:
H10: additional narratives: updated b5 and h6 per new information received.